Event description:
This complaint in now reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention it was difficult to cross the lesion and a shaft kink occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. Difficulty was experienced attempting to cross the lesion with the 4x15mm nc quantum apex catheter. During the attempts to cross the lesion, a shaft kink was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is good. Returned product analysis revealed a longitudinal tear on the proximal end of the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a nc quantum apex monorail (mr) balloon catheter in the product box. Microscopic inspection of the balloon revealed a longitudinal tear (11mm) on the proximal end of the balloon. There was a kink in the hypotube 20mm from the edge of the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).